Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a tip detached. The access was obtained via vein in the elbow. The lesion being treated was located in the moderately tortuous left antebrachial cephalic vein. A non-bsc guide wire was inserted through an unspecified sheath. Then the 5-4/4t/90 symmetry balloon catheter was advanced to the target lesion. The device was inflated four times to 4atms, 6atms, 8atms, 8atms, however upon the 5th inflation it was noted that the pressure slowly decreased from 18atms. The device was removed through the unspecified sheath and from the non-bsc guide wire without resistance. Upon inspection of the device, the physician did not note any pinholes or balloon ruptures. The physician then preformed angiography and completed the procedure. Upon inspection of the device, it was noticed that the distal tip was missing. The unspecified sheath and non-bsc guide wire were inspected, however they were unable to locate the tip. No patient complications have been reported and the patient has been discharged from the hospital.

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a tip detached. The access was obtained via vein in the elbow. The lesion being treated was located in the moderately tortuous left antebrachial cephalic vein. A non-bsc guide wire was inserted through an unspecified sheath. Then the 5-4/4t/90 symmetry balloon catheter was advanced to the target lesion. The device was inflated four times to 4atms, 6atms, 8atms, 8atms, however upon the 5th inflation it was noted that the pressure slowly decreased from 18atms. The device was removed through the unspecified sheath and from the non-bsc guide wire without resistance. Upon inspection of the device, the physician did not note any pinholes or balloon ruptures. The physician then preformed angiography and completed the procedure. Upon inspection of the device, it was noticed that the distal tip was missing. The unspecified sheath and non-bsc guide wire were inspected, however they were unable to locate the tip. No patient complications have been reported and the patient has been discharged from the hospital.

Manufacturer narrative:
Device evaluated by MFR.: examination of the returned device noted that the tip of the device had not detached. It was noted that the distal balloon bond had peeled away allowing the balloon material to come out over the distal tip. Examination of the bond site noted that sufficient glue had been applied in order to bond the balloon sleeve to the shaft. The balloon material was dissected in order to examine the balloon sleeve and the shaft. Examination of the shaft noted that it had been (B)(4) creating a surface for the bond. The touch up glue was present on the tip of the device. Examination of the balloon sleeve noted that some of it was still bonded to the shaft. Examination of the detached section noted that it had been ground as per specification. A visual and tactile examination of the remainder of the shaft noted no anomalies. It can be determined that the excessive pressure applied to the balloon material caused the distal balloon bond to peel away from the shaft allowing the balloon material to cover the tip and cause the slow decrease in pressure noted during the procedure. The most probable root cause is use related. The complaint report states that the balloon material was inflated to 18 atmospheres on the fifth inflation, 18atms is above the recommended rated burst pressure (rbp) for this particular device. (B)(4).

Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4).